Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking them to gain access to the bed's electronics. The account did not have the tools with them to do that. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure the brake is not set, and then plug the bed into an applicable power source. A steady alarm comes on. Set the brake. The alarm stops. Repair or replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support contacted the account again to assess and resolve the issue. The account stated they have not worked on the bed and placed it back in storage. The account also stated they will contact hill-rom if any additional assistance is required when they work on the bed in the future. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the bed's brake not set alarm was unable to be heard. The bed was located in storage at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).